Manufacturer narrative:
Manufacturer spoke with consumer. Information suggests while consumer was operating the power chair her foot reportedly slipped off her footboard and she inadvertently ran over her ankle and it broke it in two places. No malfunction apparent. Chair remains in use. MDR filed based on injury. No history to suggest a product problem.

Event description:
The consumer was riding in her chair when her foot allegedly slipped off the footboards and got caught on the wheel of the chair. The chair allegedly ran over her ankle and broke it in two places.